Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm and has been having high blood glucose readings. Customer's blood glucose reading at the time of the call was over 600 mg/dl. Customer reported symptoms of feeling moody, thirsty, and having ketones. Customer has treated the high blood glucose readings with a bolus. Customer declined any troubleshooting. No further info reported.